Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this pacemaker was implanted in 2005. The patient is pacemaker dependent. At a follow up performed (B)(6) 2010, the battery was indicating 1.5 years to elective replacement indicator (eri). At a follow-up performed on (B)(6) 2011, the remaining battery capacity indicated 1 year with a magnet rate of 100bpm. During the most recent follow-up visit on (B)(6) 2011, initiated by the fact that the patient did not feel well, the device was found to be pacing in vvi due to entering end of life (eol), which was triggered on (B)(6) 2011. Premature battery depletion was suspected due to the rapid depletion over the past year. The patient was hospitalized and received a new pacemaker. The explanted device was returned for analysis. No additional adverse patient effects reported.